Event description:
The consumer reported that their 2 series power toothbrush charger caught on fire. The counter top was damaged and burnt mark. There was no serious injury and death reported.

Manufacturer narrative:
Event date is approximate. The device serial numbers or manufacturing numbers were not provided. The issue is reported to be with the accessory charger of the philips sonicare 2-series power toothbrush system. Customer mailing address was not provided. Manufacture date not provided or identifiable.

Manufacturer narrative:
E1: the consumer mailing address was identified and updated. Analysis results: the root cause of the customer's complaint was a burnt charger.